Event description:
It was reported that pump screen went dark and would not turn on, and customer later saw blood glucose reported as high, but specific value was not known. Customer gave a correction insulin injection by pen or syringe, confirmed ability to upload pump data, and was educated on restarting pump features after shutdown; technical support guided customer through button and charging steps until pump turned on, confirmed a shutdown related to battery behavior in the logs, and provided battery best practice tips while advising customer to monitor system and call back if issue persisted.